Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line and infusion set tubing were discolored. Reportedly, the discoloration occurred with multiple patient lines and infusion sets. There was no impact to the customer's blood glucose level.